Manufacturer narrative:
Results and conclusion: (death, cva/stroke). (B)(4).

Event description:
Previously reported stroke event occurred approximately 28 months post index procedure. Investigator assessed that the stroke event was not related to the study device.

Event description:
It was confirmed that the stroke leading to patient death occurred in (B)(6) 2014.

Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the rca. Approx 30 months post index procedure, the patient suffered a stroke and expired. The patient also suffered respiratory arrest and multiple organ failure due to the stroke. It was assessed that the death was not related to the study device.

Manufacturer narrative:
Date of stroke-month and year valid only.